Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - (B)(6) 2011 (exact date unknown). Corrective actions initiated to address late submission. This report filed (B)(6) 2012.

Event description:
It was reported that patient underwent primary knee procedure in (B)(6) 2011. Patient underwent revision surgery on (B)(6) 2011 due to recurrent swelling and haemarthrosis. No further complications have been reported.